Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a question about charging the ins because their patient controller displayed the ins charge level was at 100 percent and it doesn't say ¿finished¿ or make a noise. They stated that it could take over an hour to reach ¿finished¿ sometimes. The patient stated they would sit at the kitchen table and not move, but the recharger disconnects without notifying them. They stated it usually occurs when the patient controller charge level was 100 percent, but occasionally it occurs when they're at 80 percent charge. The patient explained that because of the kind of work they did, the battery could go to zero while they are working if it was not charged to 100 percent prior to starting to work. They stated that they were frequently checking their patient controller to observe the charge levels of the ins and the patient controller. It was reported that the rep ran an energy check which resulted in a 0.5 days between recharge. The patient¿s account of recharging aligned with the energy checks results. The patient needed to recharge their ins 2 times per day. Technical service explained that waking up the controller to look at the charge level can result in slower charging. It was also reviewed that the recharging time from 91 to 100 percent was slower due to the ¿top off mode¿ and that between 91 and 100 charge the patient controller would display as 100 percent. Technical services recommended that the patient keep a log of exact dates and charge levels at which charging stops without notifying them and then to call patient services or arrange a meeting with a rep to reconcile the patient log against a manufacturer file. No symptoms were reported. The charging issue started 3 weeks ago in (B)(6) 2018 where it was taking longer than expected to go from 100 percent to finished and charging disconnecting without notification from the controller. No further complications were reported/anticipated.